Event description:
It was reported that during an unrelated surgery, several vf episodes were detected due to oversensing of electrocautery noise. The therapies had not been programmed off and a magnet had not been placed on the device. Therapy was inhibited appropriately on most episodes, but several times therapy delivery was attempted. An alert for possible high voltage lead damage was observed. The old lead was capped and replaced and the device tested fine with the new lead. The device remains implanted. The patient is doing fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).